Manufacturer narrative:
Date of event: the initial medwatch report indicates: (B)(6) 2018. Date of event: the initial medwatch report should indicate: (B)(6) 2018.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control made attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control made attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.